Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken post piece is missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding the instrument was not working was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument was not working. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: no issues were reported with arcing, smoking, sparking, melting, uncontrolled or non-intuitive motion, grip motion, or wrist movement; however, there was no energy coming from the tip of the instrument.